Event description:
It was reported that the procedure was being performed on a (B)(6) pt. Stoma created several weeks/2 months ago. Pt was in surgery for stoma take down and anastomosis; needed central venous catheter (cvc) for total parenteral nutrition (tpn), antibiotics and other medications. During insertion of the catheter, the spring wire guide (swg) did not advance cleanly and resistance was noted. It is believed there was resistance during removal of the swg after catheter was advanced. A piece of swg remained in pt. Approximately 1-2 cm was visible on x-ray. It is unk if there was a delay in treatment and there was no pt death. Additional info received on 09/07/2010 from the sales rep stated they were attempting to place the catheter into the pt's left subclavian. Intraoperative ultrasound was used to locate the swg fragment seen on fluoroscopy. The swg fragment was retained in the extravascular space. Another attempt was not made as pt had horrible venous access. There were no pt complications. Fragment left in place without sequelae.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.